Event description:
Unsolicited communication: pt reporting a "high pressure" alarm with both pumps while trying to prime the tubing. Per pt tubing was connected correctly. She was well aware that it is only supposed to go on one direction. Pt mixed a new cassette and error resolved. Pt did not provide a lot number for the cassette at this time. Pt was instructed her to hold on to it in case it needed to be returned. The reported product fault did not occur while in use with pt. The product issue did not cause or contribute to patient or clinical injury. The cassette is available to be returned for investigation. The event is resolved. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Patient resumed therapy with a new cassette. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No, as of this writing, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.